Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. The sensor glucose value from reported event was 148 mg/dl. Sg and bg difference 100. The sensor glucose value and blood glucose difference is not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose and blood glucose difference. The insulin pump will not be returned for analysis.